Event description:
It was reported that the customer experienced an endoplege catheter balloon rupture during use. The event date was (B)(6) 2011 during a mini mvr with (B)(6). There was no patient injury.

Manufacturer narrative:
Device evaluation: the device balloon was visually inspected under 10x magnification and visually the balloon has burst. The edges of the burst are smooth however there is significant thinning in the area that burst. Visually there is a subtle kink in the bellows. There are no other visual defects detected. Water was introduced through all of the device lumens and the water flows from where it should with acception to the balloon lumen which is plugged with dried blood. There are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging. A device history record review was completed and this device met all specifications upon distribution.